Event description:
This is a case that was reported to a baxter business representative. While using a colleague pump, a free flow of propofol was experienced by the patient. It was reported that during an infusion of propofol with a colleague pump, a patient became restless and agitated so, the rate and volume of infusion was changed to 999 milliliters (ml)/hr and 1ml to be infused. When approximately 0.2ml had infused the colleague pump alarmed system failure 812.01. The nurse checked the patient and then the colleague pump. The nurse downloaded the set from the colleague pump but the blue slider clamp had not closed resulting in the patient receiving a free flow of propofol. The nurse immediately closed the roller clamp on the set. The patient's blood pressure had fallen from 201/78 to 86/43. The pump was removed from use. The set was re-used in a replacement pump when the event occurred.

Manufacturer narrative:
(B)(4) the sample is not available for evaluation. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.